Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. Hfid # (B)(4): the investigation identified a potential false negative in the rca region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality monitoring resulted in a decrease in the ffrct value from 0.83 to 0.65 on the distal rca. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.